Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of patient's medical records. Patient's medical records were received and reviewed by a health care professional which indicated patient underwent a left tha and no intra-operative complications were noted. Few years post revision patient presented with pain. During the revision procedure an extremely thickened capsule was noted upon incision and moderate amount of clear yellow fluid was derived. Pathology reports confirmed the capsule as benign mostly acellular fibrous tissue with focal mild acute inflammation. A large ring of black corrosion about the proximal and distal trunnion and distal femoral head were noticed. The head was replaced with a biolox option femoral head. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision surgery approximately 9 years post implantation for pain, elevated metal ion levels, osteolysis, and inflammation. During the surgery black corrosion was noted on the trunnion and femoral head. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, g3, g6, h2, h6 proposed component code: mechanical (g04) stem h11. The stem remains implanted. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned device and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00801803202/ femoral head/ lot # 60753140, item# 00620206022/ shell/ lot # 60734496, item # 00631003032/ liner/lot # 60849674, item# 0062506535/ bone screw/lot # 60867081. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04760 -1.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to elevated metal ion levels, osteolysis, and inflammation. During revision surgery black corrosion was noted on the trunnion and femoral head. Attempts have been made and additional information on the reported event is unavailable at this time.